Event description:
During usage, the tip of the instrument broke and the screw could not be engaged anymore. The broken piece was completely removed by the surgeon and the surgery was successfully completed. Reference MFR # 3005180920-2014-00049.